Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Functional tests were conducted on 30 retained samples, all of which passed testing as they were able to be activated properly with no retraction failure or defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had a retraction issue of slow retraction. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had a retraction issue of slow retraction. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Medical device type: fpa, jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.